Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician noted that the was had become kinked. The closure device was full recaptured and then a new was and new wds were used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient did not experience any complications from this event.